Event description:
It was reported in a printed literature article that the patient was complaining of claudication six months after being discharged. The patient received 70-100 u/kg unfractionated heparin during the initial procedure. A vascular ultrasound revealed local stenosis of right common femoral artery. Duplex sonography and angiogram did not show thrombotic material. The patient later received balloon angioplasty with a satisfactory outcome. The implant and incident dates are 2006. Literature article from the journal of international medical research (2008) 36: 1077-1084.

Manufacturer narrative:
No product was returned for evaluation and review of the device history record was not possible since the lot number was unavailable. Based on the information provided to st. Jude medical, the cause of the reported event could not be conclusively determined. The angio-seal instructions for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.